Manufacturer narrative:
Calibration was last performed on 19-sep-2023 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys amh (amh) on a cobas e 411 analyzer (disk system). The initial result was less than 0.03 ng/ml with a data flag. This result was reported outside of the laboratory where it was questioned. The repeat result was 9.61 ng/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The amh reagent lot number was 695999 with an expiration date of 31-jan-2024. The field service engineer (fse) did not find a cause for the issue. The fse checked multiple parts of the instrument. Instrument performance testing was acceptable. The investigation is ongoing.